Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula of the received pod was found to be flattened and kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and formed needle that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn for between 36 and 48 hours developing skin irritation at the infusion site. In order to treat the high bg, a new pod was applied and an insulin pen was administered.